Manufacturer narrative:
The customer reported event was confirmed via visual inspection. The oasys nut tightener has fractured castle tooth. No relevant manufacturing issues were identified as all units met stryker specifications. The plausible root cause of the event was determined to be multifactorial in nature. Factors that may contributed to fracture: instrument/implant jams & user continues to apply force and/or intentional misuse.

Event description:
It was reported that; instrument broke.

Event description:
It was reported that; instrument broke.